Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient indicated that the original problem had cleared up and the cause was determined. The rep reported that the patient turned her device off. The rep reported that the patient indicated to them today that she had tried turning it back on and didn¿t feel the shocking sensation. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that since implant when they moved or charged their implant they experienced a shocking sensation from the ins and it was going up her spine. Patient reported they were having trouble with their implant getting "hot". Patient stated that it really hurt when lifting the rtm off from the ins. Patient stated she charged ins at night and sits up to charge it due to not being able to connect if laying down. Patient stated she used a heating pad on ins to "calm it down". No further complications were reported/anticipated.